Event description:
The following is based on medical records (operative report) provided by the pt's attorney: (B)(6) 2003 - pt was implanted with an unk bard flat mesh during a laparoscopic sacrocolpopexy. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The operative report provided by the pt's attorney indicated that on (B)(6) 2003 the pt was implanted with an unk bard flat mesh during a laparoscopic sacrocolpopexy. No specific device failure has been alleged and the medical records provided included only the operative report for the implant procedure. We have contacted the initial reporter to request additional info and if available, to request return of the device for evaluation. Without a lot number a review of the mfg records could not be conducted. With the currently available info, no conclusion can be drawn. This MDR includes all pt, event, and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.